Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip and cracked belt clip slot.

Event description:
Customer's mother called to report the insulin pump alarmed during the manual prime process. Blood glucose reading was 136 mg/dl. Customer feels fine and will treat with manual injection. Customer's mother stated that the insulin pump is stuck in the preparing to prime loop. Troubleshooting was performed. The drive support cap was found to be flush. Advised to discontinue using the insulin pump. The insulin pump will be replaced. Nothing further reported.